Event description:
Pt was admitted for outpatient surgery cysto-turp-towards the end of the case it was noted by surgeon that cautery was not working properly. Valleylab unit switched out with a different unit & case proceeded. Upon removing drapes it was noted that cautery pad was not in full contact with pt's left lateral thigh, it had buckled up. After removing the pad, obvious burns were noticed. Pt received partial & full thickness burns to left thigh. Pt had prolonged hosp stay- was taken to or on 09/15/1999- surgeon performed excision of the full thickness burn with closure.